Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a hakim valve (ID 823100) was implanted on (B)(6) 2025 due to inph (idiopathic normal-pressure hydrocephalus) via a ventriculoperitoneal (vp) shunt at 110mmh2o. In (B)(6) 2025, the setting was changed from 110mmh2o to 130 mmh2o due to formation of subdural hematoma. On (B)(6) 2025, incontinence symptoms increased, so the setting needed to be changed back to 110mmh2o, but the setting could not be changed. On (B)(6) 2025, neodymium was used to change the setting under fluoroscopy, but the attempt failed and the patient was on follow-up. On (B)(6) 2026, incontinence symptoms still occurred frequently, and the movement became slow. The patient was hospitalized on (B)(6) 2026. Neodymium was used to change the setting on may19, 2026, but the attempt failed. The device was explanted and replaced on (B)(6) 2026 via vp using catalogue#823110 at 130mmh2o.